Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or keypad unresponsive/button error alarm or vibrator and low battery alarm due to missing segment. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer's blood glucose reading was 200 mg/dl. Customer states the insulin pump stopped rewinding and absence of sound. Customer stated battery was low. Customer also reported the insulin pump buttons were unresponsive. Customer cannot recall the cause of the issues. Insulin pump was returned for analysis.